Manufacturer narrative:
(B)(4). Investigation summary : the analysis results showed that one gst60b cartridge reload was returned with 8 double drivers missing and 6 drivers out of position making the reload non-functional. In addition the cartridge pan was noted to be dislodged at right proximal side. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an sleeve gastrectomy procedure that when the scrub tech went to put the reload into the jaws it wasn¿t fitting correctly. When the stapler was put inside the patient it was noticed on the camera that the reload didn¿t look right. The device was removed from the patient and a new reload was loaded into the stapler. There were no adverse consequences for the patient.